Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. An event history log review confirmed the presence of the high drain alarm. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and rite functional tests. The pneumatic system was found to be working within specification limits. A short simulated therapy was performed successfully. Although confirmed in the logs, the reported problem was unable to be duplicated during sample evaluation. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) instructed the hp to check the therapy log which revealed an ultrafiltration (uf) of 2346ml during cycle 5 while only having a fill volume of 2000ml. Nothing unusual was noted during troubleshooting for the alarm, but the hp did report using a higher dextrose concentration than normal. The tsr initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.